Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent. The cause was unknown. On the same day as event onset, the patient was hospitalized. The patient was treated with amoxicillin for the event. The patient was discharged six days after admission. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.